Event description:
The customer contact reported an electrical shock. The customer contact reported when the power cord was being disconnected for the device to work only with battery power, two nurses felt a slight electrical shock. There were no reported adverse effects. No medical interventions were required. The customer reported there were no signs of charring or sparks and the power cord was reported to be intact. Though requested, no additional information provided.

Manufacturer narrative:
Testing and investigation found the device passed the electrical safety test. Visual inspection found no signs of burning or electrical shocks. The customer's reported event of electric shock was not duplicated during testing. The device was received with no power cord. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.